Event description:
The customer reported that a few minutes after connecting the device, the image started to flicker during an unspecified procedure involving an olympus bronchovideoscope. There was no patient injury reported. Troubleshooting onsite noted the connectors were secure however the incident did not allow the subject to be recognized.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data for the intermittent image, reasonably known information suggests probable causes such as electrical problems such as open circuit, short circuit, or signal loss, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: there was no image, an e216(scope communication error) occurred, and the c-cover had foreign objects. Based on the results of the investigation, it is likely the following led to the image and e216 error malfunction: there was corrosion found on plug unit, component failure. Based on the results of the investigation, it is likely the following led to the foreign objects on the c-cover malfunction: a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.